Event description:
The bipap a40 ventilator was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device, the device was visually inspected and there was no evidence of foam degradation visualized in the device. Review of the device download error log revealed record of error codes indicating failure of the blower pressure sensor and failure of the outlet pressure sensor. Replacement of the device printed circuit board assembly is required to address these issues. No repairs were completed; the device was processed as scrap. The device will be included in the fsn 2023-cc-src-039.